Event description:
It was reported that during an unknown procedure, the clips do not hold. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was the clip retrieved? Yes. Did the retrieval of the clip alter the procedure? No. Was there any bleeding? If so how much bleeding? No. Was a blood transfusion required? If so how much? No. Is that the problem occurred at the first use of the clip? No. On what vessel were applied clips? Veins. The clips did not position in the jaws correctly.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm30 was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. Due to the condition of the device, no further testing could be performed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring and the antibackup lever were found to be out of its intended position, jamming the firing mechanism. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as what may have caused the reported noise issues and the event of the clips that did not hold. The batch record was reviewed and no anomalies were noted during the manufacturing process.